Event description:
It was reported that the patient had a little pimple like at the ipg site which progressed and caused the incision site to open exposing the ipg. It was also reported that the patient experienced discomfort due to ipg migration. It was also noted that the patient was not getting an adequate pain relief. The patient underwent an ipg explant procedure.

Event description:
It was reported that the patient had a little pimple like at the ipg site which progressed and caused the incision site to open exposing the ipg. It was also reported that the patient experienced discomfort due to ipg migration. It was also note that the patient was not getting an adequate pain relief. The patient underwent an ipg explant procedure. Additional information that the explanted ipg was not returned as it was discarded by the medical facility.